Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2352700, model: sc-2352-70, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient experienced inadequate stimulation. Xrays revealed that both leads had migrated. The patient underwent a revision procedure where both leads were replaced. The patient is doing well post-operatively. The leads were discarded and will not be returning.